Event description:
Additional information reported that the system was explanted, including the competitor right ventricular lead, due to noise on the right atrial lead and far p-wave oversensing. The oversensing was discovered during a routine device follow up. The patient did not experience any complications from the procedure.

Manufacturer narrative:
The device was returned for analysis. The reported event of ventricular oversensing was confirmed through electrogram review. Review of the programmed device sensing parameters revealed a normal device sensing configuration, and functional tests revealed that the device's sensing was normal based on its programmed settings. No anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2021-31883. It was reported that the implantable cardioverter defibrillator and right atrial lead were explanted due to possible malfunction.